Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, broken shell, missing, opening. Leak test was performed and found openings on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on anterior side. And also identify opening crack. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.